Event description:
It was reported that a perforation was located in the left anterior descending artery (lad). The 3.5 x 19 mm graftmaster stent was implanted without issue, but only partially sealed the perforation. The perforation was sealed using prolonged balloon inflations. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. In this case, there was no report of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. No patient anatomical information was provided and the device was not returned for analysis, both of which may have aided the investigation. It was reported that the graftmaster was implanted without issue, suggesting likely proper deployment and wall apposition. It is possible that the graftmaster stent was not long enough to completely cover the perforation or the perforation grew during deployment. However, with limited information, a conclusive cause cannot be determined for the reported failure to seal (leak). During manufacturing, all stent delivery systems (sds) are 100% inspected for stent and foil damage as well as proper stent placement. Additionally, a sampling of units is destructively tested to verify proper stent deployment including visual inspection for foil damage. A review of the finished device lot history record revealed no nonconforming material records associated with this lot, and all lot release testing results met specification. There is no indication of a lot-specific product quality deficiency.